Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the device had a permanent out of range signal. No additional patient or event information is available. The receiver was returned for evaluation. A visual inspection was performed and no observations were found related to the customer complaint. The receiver data log was downloaded and reviewed, and did not confirm the reported event. The receiver battery charged to 100% in three hours. Global functional testing was performed and the reported fault could not be reproduced. Pairing test was performed and passed. The reported unrecoverable loss of antenna passed the threshold could not be confirmed. A root cause could not be determined.